Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation in this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the customer had sent unit note from vendor saying there a party cord and damaged iui which was resolved with replacement of aya what is the new one and tested iui with a iui a test task. There was no patient involvement.